Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-17258- device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was kinked within 3 hours after insertion at abdomen and arm, which cause the patient blood glucose elevated from 215 to 250 mg/dl. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.